Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury was unable to be determined. The reported recurrent mr was likely a cascading effect of the reported tissue injury. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025 a patient presented with grade 4+ degenerative mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. Two mitraclips were implanted successfully at the medial part of the anterior 2/posterior 2 leaflet segments (a2/p2) and the lateral a2/p2. The final mr was grade 2+. There were no adverse patient effects or clinically significant delay reported. It was reported that on (B)(6) 2025, recurrent mr was identified. It was confirmed with a transthoracic echocardiogram (tte) that there was a laceration of the posterior leaflet lateral to the second implanted clip. The mr grade was 4+. An additional mitraclip procedure was scheduled. It was reported that on (B)(6) 2025, the patient presented with grade 4+ mr for a secondary mitraclip procedure. A mitraclip xtw was attempted to be implanted but could not sufficiently reduce the mr. The procedure was discontinued without implanting a clip. The final mr was grade 4+. There were no adverse patient effects or clinically significant delay reported.